Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that a piece of collar of the reservoir compartment broke off and she did not think anything of it until today. The customer reported that yesterday their reservoir came out of school. The customer reported that the reservoir is unable to lock in place when inserted into the pump. The reservoir lip piece was broken off and part was missing and the reservoir fell out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window, case and keypad overlay. Unit received with cracked case on the back at the battery tube area. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window, case and keypad overlay. Unit received with cracked case on the back at the battery tube area.